Event description:
It was reported that during the use of the intra aortic balloon, the pump's high pressure alarms began to signal. It was believed that the catheter was kinked below the pt's skin. The intra aortic balloon was removed without any complications.